Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was going to be moving the implantable neurostimulator (ins) location instead of replacing the device. Additional information was received from a manufacturer representative (rep) reporting that the physician was only repositioning the ins due to the patient comfort level being low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting it is unknown if the discomfort resolved.